Event description:
It was reported that during device change out for normal eri, it was difficult to disconnect the lead from the device. Lead was eventually removed and the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of difficulty removing the lead was confirmed in the laboratory. The rv set screw was found to be damaged and all set screws had silicone material in their hex cavities. The silicone found inside each set screw hex cavity prevented full insertion of the torque driver into the hex cavity, which caused the reported difficulty removing the lead.